Event description:
Reporter indicated that the patient's magnet had lost its magnetic strength and was not sticking to anything. The cause of the magnet failure is unk.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.